Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4). The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2013, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date (not available), at a follow up a computed tomography revealed an aneurysm enlargement at the left common iliac artery and an abdominal aortic aneurysm enlargement due to a possible distal type I endoleak at a left common iliac artery. On (B)(6) 2021, a intervention was performed. No endoleak was observed by angiography. Two additional stent grafts (ceb231010a, bxal087901j) were implanted and extended to a left external iliac artery and a left superior gluteal artery for the possible type I endoleak. A left inferior gluteal artery was covered by the bxal087901j unintentionally. The physician decided to monitor it. One additional stent graft (pla230300j) was preventively implanted in the originally implanted stent graft at the proximal. No endoleak was observed. The patient tolerated the procedure. Reportedly, the physician stated that another treatment option was to implant an additional stent graft to a left external iliac artery and covered a left internal iliac artery. So it was no problem that the left inferior gluteal artery was covered by the stent graft.